Manufacturer narrative:
Intuitive surgical (is) followed up with the customer again and obtained the following information: the customer confirmed they were having a sealing issue with the instrument.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a davinci-assisted radical cystectomy with ileal conduit surgical procedure, the opening of the branches of the vessel sealer extended (vse) instrument did not work. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the instrument was inspected prior to use, there were no signs of mechanical damage. Low median resection was being performed. The issue occurred during tissue coagulation. The issue with the instrument did not occur after a system fault. The jaws were not stuck on tissue when the issue occurred. The surgeon/operating room staff were able to successfully open the jaws intraoperatively and release the tissue. The problem was not in the mechanical control of the branches; it was a problem with the energy. There was no adverse effect to the grasped tissue and there was not unexpected tissue removal. There was no bleeding.